Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# j0504277v, implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type: extension.

Event description:
A healthcare professional (hcp) reported the interstim device set was removed due to malfunction. The hcp stated the preoperative diagnosis was frequency, urgency, and malfunctioning interstim device. The hcp removed the old interstim hardware and replaced the interstim device. It was reported the patient had a good response, but she had a serious fall, and after the fall the interstim failed to give her relief. The hcp stated it was elected to remove the old interstim hardware and replace the interstim device. The hcp stated all the interstim hardware was removed along with the battery, a new system was implanted. The electrode was placed and the patient showed excellent bellow and toe response especially at electrodes 2 and 3 with a setting of about 6. The new battery was tested normal on all parameters. The patient was implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.